Manufacturer narrative:
Follow-up # 1 date of submission (B)(4) 2013-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the pump powered on with the display screen functioning properly. The pump was opened and no defect was found in the internal display circuits. The complaint could not be confirmed or duplicated.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (dim/fading) issue. The reporter stated that the display screen was dim and fading over the past few months. The reporter stated that the screen was difficult to read in sunlight. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.